Manufacturer narrative:
The penumbra system 3max reperfusion catheter (3maxc) was kinked approximately 44.0 cm from the proximal hub and fractured approximately 47.0 and 103.0 cm from the hub. Evaluation of the returned 3maxc revealed that the catheter was kinked and fractured at two locations along its length. These types of damages can occur if the catheter is forcefully retracted from its packaging hoop at extreme angles. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
During preparation for a thrombectomy procedure, the hospital staff noticed that the penumbra system 3max reperfusion catheter (3maxc) was kinked upon opening the packaging. The damage to the 3max was found prior to use and therefore, was not used in the procedure. The procedure was completed using a new 3maxc.